Event description:
We were informed that during posterior procedure, the fragmentation needle broke inside the eye during the fragmentation step.the surgeon successfully retrieved the broken part from the eye with a foreign body instrument. The procedure was continued with the cutter instead of a new fragmentation needle.no report that actual patient harm occurred or surgery was prolonged or delayed. Report of a more difficult surgery than expected.

Manufacturer narrative:
The complaint is under investigation.